Event description:
The customer reported the unit was rebooting every five minutes.

Manufacturer narrative:
The complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.